Event description:
The customer reported the ventilator failed pre-operational system pressure testing. The ventilator was not in use on a patient therefore there was no patient involvement. During evaluation, the manufacturers field service engineer verified the reported problem. The service engineer reported finding the exhalation motor controller pcb board not seated completely. The finding may result in a sustained open system with the ventilator unable to provide a pressurized breath during normal ventilation operation. The service engineer seated the board and repeated the extended self testing (est). The service engineer reported est passed and final applicable testing passed to operating specifications.

Manufacturer narrative:
Pcb board not seated completely.